Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium leaked. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequences were reported. Additional information was provided on the event. There was no physical damage on valve/hub. The hemostatic valve leaked. The valve and it¿s components were not visible from sheath hub. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. After the sheath was removed, there was blood oozing out of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician used existing 0.32 wire and exchanged sheath for another vizigo sheath. No other complications occurred. Case proceeded without further issue. No other procedures or interventions needed or performed with exception to sheath exchange. The event was assessed as a MDR reportable hemostatic valve leak issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium leaked. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequences were reported. Additional information was provided on the event. There was no physical damage on valve/hub. The hemostatic valve leaked. The valve and it¿s components were not visible from sheath hub. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. After the sheath was removed, there was blood oozing out of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician used existing 0.32 wire and exchanged sheath for another vizigo sheath. No other complications occurred. Case proceeded without further issue. No other procedures or interventions needed or performed with exception to sheath exchange. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)